Event description:
When trying to open the plastic tube packaging, the tube separated in two parts at the junction of the translucid part and the grey part.

Manufacturer narrative:
Device was not returned for evaluation at this time.